Event description:
A malfunction alarm on the pump was reported. There was no reported adverse impact to the customer's blood glucose level. The customer was unable to reset the pump because they did not have the charger with them. Technical support provided instructions and assisted the customer in resetting the pump once the charger was available. The support team also walked the customer through the steps to restart the device and confirmed that the device was functioning properly.